Event description:
It was reported that a physician trained in the use of the starclose se device, achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove. In accordance with the instructions for use, the device was removed from the pt's anatomy by applying counter-traction with an assertive pull. The clip from the starclose se achieved hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the vessel locator wings were bent and broken. All four of the locator wings attachment points were securely attached to the vessel locator assembly. No other internal device damage or anomaly was detected. Damaged locator wings are consistent with difficult device removal. A possible cause for the wings condition may have been the compaction of tissue between the deployed locator wings and the distal end of the clip delivery tube during deployment through the tissue tract, bending the locator wings distally. This condition can result in the inability of the locator wings to retract properly into the clip delivery tube after clip deployment. This creates a condition of resistance to device removal, requiring counter-traction and force to remove the device from the pt anatomy, resulting in damaged locator wings. Based on the investigation findings, the root cause for the reported event and the condition of the device is related to the operational context in which the device was used. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.